Event description:
It was reported the customer was having high blood glucose. The customer also stated their high blood glucose was due to their body not receiving insulin. The customer reported that their cannula was crimped after insertion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).